Event description:
The iol was partially inserted into the patient's eye when the doctor realized the haptic was broken. The incision was enlarged to replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00280 for the second intraocular lens reported.